Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was yellow fluid under the hydro drawer within the synchron cx9 alx clinical system. Customer stated several hours later there was a slow drip near the intake valve in the back of the drawer. Customer described the leak as about a quarter in size and orange in color. No injury or operator exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse primed the system several times and did not observe an active leak. The waste canister was removed and the fse found it clogged; the canister and the area inside was cleaned. The fse also found the first canister on the left was clogged and was cleaned by the fse. The fse replaced two waste lines due to blockage. Bleach was flushed through the waste system. The instrument was primed several times and no leaking was observed. Repairs were verified per established procedures prior to returning it into service. (B)(4).